Event description:
The sales rep reported that the intramedullary plug would not fit onto the introducer. The sales rep reported that a replacement plug was immediately available during surgery and therefore no adverse consequences were reported.

Manufacturer narrative:
An event regarding failure to load an exeter im bone plug onto the introducer was reported. The event was confirmed. Medical records review not performed as no medical records were received, the component was not implanted. DHR review for the lot in question was satisfactory. Complaint history review determined that there were no similar events reported. Visual inspection of the returned component confirmed that there is no hole in the plug to take the bone plug introducer pin. The component appears to have been injection moulded without the hole.

Event description:
The sales rep reported that the intramedullary plug would not fit onto the introducer. The sales rep reported that a replacement plug was immediately available during surgery and therefore no adverse consequences were reported.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.